Event description:
It was reported that there was a possible infection and that the patient experienced palpitations, near collapse and fever. The system remains implanted and in use. No further patient complications have resulted from this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Product ID: unk-comp-lead, implantable pacing lead : 2012 (B)(6); 6935 implantable tachy lead: 2012 (B)(6). (B)(4).